Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: a patient with a femoral neck fracture was implanted with a (B)(6) proximal femoral nail antirotation (pfna) on (B)(6) 2013. The procedure was completed without incident. The day after the surgery the patient was reported to have been rendered paraplegic. This report is 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable. There is no indication is that this product is responsible for, or could be related to an incident that would lead to paralysis or have spinal cord involvement. This device is used to treat femur fractures; this would involve a surgical site on one side of the body with no spinal cord involvement. Synthes is retracting medwatch report # 8030965-2014-00078.

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found.